Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09626 and 2134265-2017-10014. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system was used and a 27mm watchman ® laa closure device & delivery system was advanced through the access system. The closure device was deployed, but it was too proximal, so it was fully recaptured and removed from the patient. They regained access to the laa using a non-bsc pigtail catheter and the access system. Another 27mm watchman ® laa closure device & delivery system was used. The closure device was deployed, but the closure device looked unusually constrained. An echocardiogram was performed which revealed a large pericardial effusion with tamponade. The patient's blood pressure dropped and it was noticed that the device perforated the laa. They placed a pericardial drain in the patient which helped the patient's blood pressure go back up. The patient was taken to the operating room and the closure device was surgically removed. They ligated the laa and a cox maze procedure was performed. The patient recovered fine with no additional complications.